Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500-600 mg/dl and high ketones were present that the health care provider (hcp) deemed dangerous and life threatening. The customer alleged the pump was not delivering a bolus as intended. Reportedly, customer went to the hospital and was subsequently admitted to the intensive care unit (ICU). Customer was treated with intravenous fluids of saline and insulin to address high bg. Treatment resolved the issue and there was no permanent damage to customer. Customer was discharged from the hospital on (B)(6) 2024. Customer continued to use pump for insulin therapy.